Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose with blood glucose of 53 mg/dl at the time of the incident. The customer was walking before the low. The customer was at 311 mg/dl at the time of the call. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer suspended pump insulin delivery but the pump still kept giving her insulin. Troubleshooting was not completed. The caller stated the customer had traces of ketones and was going to be taken to see a doctor for the high. The insulin pump will not be returned for analysis.